Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the erbe generator and passed bipolar energy recognition. The instrument was connected to an in-house bipolar cautery cable on in-house system and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 8mm force bipolar instrument did not respond properly when used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device initially moved in the opposite direction but did not remain stationary or in an open position, and no cables were damaged. The issue was resolved by replacing the instrument, allowing the operation to continue without further problems. The patient was not injured.